Event description:
It was reported that during a da vinci si sacrocolpopexy procedure the cable (tip of the device) on a mega suturecut needle driver instrument snapped. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The grip cable was broken and stuck out at the instrument's wrist. The idler pulley exhibited rim and face damage. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.